Event description:
Information was received indicating that a smiths medical cadd legacy pump kept on beeping and was not working. The patient tried change tubing but still could not get it to work. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.